Manufacturer narrative:
One used sapphire primary 1.2-micron filter set clave y-site was received for evaluation. The returned sample was leak tested per product specifications. There was a leak observed from a cut found in the tubing on the inlet tubing port of the filter cassette. The probable cause of this leak cannot be determined. There was also a leak observed from both the inlet and outlet filter. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material. The lot review was performed and there were no issues found.

Event description:
The customer reported that ndehp sapphire set nv +1.2 filter was leaking. It was further described by the caregiver that tpn was leaking of the filter and blood had refluxed down the tubing all the way to the filter and was also leaking, resulting a patient being soaked in tpn and blood. There were also some large air sections visible closer to the patient than the filter. This occurred 1.5 hours after the IV pump was started. The pump set on 6psi. The pump did not audibly alarm. The patient had to be closely monitored. There is no additional information available.